Manufacturer narrative:
Unable to confirm deflation. Device not returned.

Event description:
Alleged deflation.

Manufacturer narrative:
Physician statement: patient stated she noticed there was a bubble at the bottom of the right deflation. Dr. Confirmed deflation.

Event description:
Alleged deflation.